Event description:
Cotton stuck in vagina [foreign body in reproductive tract]. Found a chunk of cotton stuck in vagina [device breakage]. Case description: consumer sent e-mail stating she found a chunk of cotton stuck in her vagina. She had not used a tampon that day, so it was from the day before. No serious injury was reported.

Manufacturer narrative:
On 05-nov-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Cotton stuck in vagina [foreign body in reproductive tract]. Found a chunk of cotton stuck in vagina [device breakage]. Consumer sent e-mail stating she found a chunk of cotton stuck in her vagina. She had not used a tampon that day, so it was from the day before. No serious injury was reported.